Manufacturer narrative:
The cartridge associated with the event has not been received for evaluation. A photo of the involved cartridge was visually reviewed which showed the broken luer. No lot number information was provided therefore a review of the device history report could not be conducted. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2017 from a critical care facility regarding a broken luer on the venous line of the cartridge. There was no report of adverse impact to the patient. Additional information request but was not received. No patient identifiers were available.